Manufacturer narrative:
Submit date: 09/29/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during use, the container did not close optimally. The system unscrewed the butterfly to barrel and did not work well. There was no patient involvement.

Manufacturer narrative:
(B)(4). Was evaluated for the reported condition of a malfunctioning lid. The reported condition cannot be observed from the photo provided by the customer. A device history record (DHR) review was performed and met acceptance criteria and no internal rejects were found during production. The probable root cause is that the end user did not follow temporary/final lock and carrying/lifting instructions per instruction for use (IFU). Also there is not much information available for product analysis. The information in the complaint is minimal to perform a thorough investigation to determine an exact root cause without a sample to evaluate. Based on the existing controls, the internal reject and the complaint history review, no formal investigation is required at this time. This will be used for tracking and trending purposes. This issue has been determined to be an isolated event. As per complaint there was no patient involvement. If information is provided in the future, a supplemental report will be issued.